Manufacturer narrative:
Cooper surgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Procedure: cesarean section. The vacuum was required to deliver the baby through the uterine incision. The surgeon required the use of this vacuum (used because we were also having difficulty with the other model we usually employ for this purpose). In both cases the rubber was cracked and in on, the plastic dome. The first one was too damaged to hold the pressure. With the second cup, the surgeon was able to secure the cup to the baby's head with his hand and able to deliver the head.

Manufacturer narrative:
Investigation: initiated manufacturer's investigation; review DHR inspect returned samples. Analysis and findings: the reported event was confirmable with the samples returned. Both returned vad devices were functionally and visually verified to have been in an acceptable state. Both devices pulled and maintained vacuum as intended for the duration of the testing that last approximately ten (10) minutes. See attached photos. This product is 100% functionally tested as part of the manufacturing process, and all test results indicate that there were no issues or failures. A definitive root cause is indeterminable as related to the reported complaint event. A review of the lot DHR did not reveal any abnormality. Corrective actions: correction and/or corrective action; corrective action is not warranted at this time as both vad devices that were returned proved to have been acceptable in both visual and functional evaluations. Complaint monitoring will continue for any possible reported future event and trended for further consideration and feasibility of any required action. Reason: this complaint will be monitored for trending in that no injury was reported to end user, or patient. Was the complaint confirmed? No.

Event description:
"Procedure: cesarean section. The vacuum was required to deliver the baby through the uterine incision. The surgeon required the use of this vacuum (used because we were also having difficulty with the other model we usually employ for this purpose.) In both cases the rubber was cracked and in on, the plastic dome. The first one was too damaged to hold the pressure. With the second cup, the surgeon was able to secure the cup to the baby's head with his hand and able to deliver the head. "